Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Three photos were provided. The first two showed the company cartridge carton and the intraocular lens sticker. The third photo showed a used company cartridge being held by an ungloved hand. Viscoelastic was visible in the cartridge. The cartridge had evidence of placement into a handpiece. The cartridge had a crack along the top center, which started mid-nozzle and extended through the end of the tip. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, cartridges were splitting on lens implantation, 3 split in a row when using the correct cartridge size for the intraocular lens. Additional information was received stating procedure was completed on the same day. There was no patient harm reported.

Manufacturer narrative:
The product was not returned. A photo was provided which showed a used monarch iii (d) cartridge being held by an ungloved hand. Viscoelastic was visible in the cartridge. The cartridge had evidence of placement into a handpiece. The cartridge had a crack along the top center, which started mid-nozzle and extended through the end of the tip. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece was being used the product investigation could not identify a root cause for the reported complaint. The product was not returned. Based on review of the provided photo, the cartridge had a crack along the top center, which started mid-nozzle and extended through the end of the tip. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if a qualified handpiece was being used. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).